Manufacturer narrative:
The distributor (B)(4) tried to communicate with the dental office 4 times ((B)(6) 2016) for more information about the event, however the dental office refused to provide all the information (B)(4) requested.

Event description:
On (B)(6) 2016, nakanishi received an e-mail from a distributor (B)(4) about handpiece overheating. Details are as follows. On (B)(6) 2016, (B)(4) was made aware by incoming repair paperwork that an nsk handpiece, z95l (serial no. : (B)(4)) had overheated and burnt a patient's lip (B)(6) also learned from the paperwork that the z95l had sometimes stopped in the middle of work and started back up. After becoming aware of the event, (B)(6) contacted the dentist to obtain the further information, however (B)(6) failed to acquire much information about the event. The only information (B)(6) gained is: the dental office did not remember the patient's name, the exact date the event occurred. The office held on to the handpiece 1-2 weeks after overheating to send in for repair. The patient received no medical treatment for burn. The patient complained about heat on the lip.

Manufacturer narrative:
Upon receipt from (B)(4) of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand to see bearing condition. Nakanishi observed that the bur did not rotate smoothly. Nakanishi conducted a temperature test of the returned device in the following manner. Temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, and along points farther toward the distal end of the device). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the abnormal temperature rise as follows after the beginning of the measurement ; 66.8 degrees c, 77.8 degrees c. The rise was so sudden that the temperatures, 66.8 degrees c and 77.8 degrees c were observed only 13 seconds into the planned 5 minutes evaluation period. Nakanishi washed the inside of the handpiece using nakanishi pana spray plus due to nakanishi having observed some abrasive powders. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Again, nakanishi measured the temperature rise of the pana spray plus-cleaned handpiece. Nakanishi still confirmed the abnormal temperatures, 71.1 and 73.8 degrees c respectively. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed as follows. Abrasion and abrasive powder on the f-bearing retainer of the bearing (on the bur insertion side of the cartridge). Abrasion on the raceway surface (ball rotating surface) of the inner race in the f/r bearing. Nakanishi took photographs of all the disassembled parts and kept them in a file. Nakanishi then replaced the damaged bearing and measured the exothermic situation yet again. There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to abrasion of the cartridge bearing. The abrasion observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the above situation, which will contribute to the handpiece overheating. Nakanishi took the following actions in order to prevent a recurrence of the handpiece overheating. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to (B)(4) and directed (B)(4) to remind the user of the importance of maintenance as instructed in the operation manual .

Manufacturer narrative:
On october 14, 2016, nakanishi heard from the distributor that no additional information regarding the patient was available.